Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed by moving the patient to another system. The philips remote service engineer (rse) inspected the system on site and confirmed the c-arm could not perform geometry movements, and the table could not be moved. The fse reviewed the system log files and observed voltage errors on the 24v1, 12v1, 5v1 and 5v2 output banks. Upon troubleshooting, the fse identified faulty low voltage power supply on the back of the r cabinet. To resolve the issue, the fse replaced pd. Scomp.dcps_24v_12v_5v and the defective part was returned for further analysis. The supplier's part analysis conclusively determined that the leds were off, and the fan was not running. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.